Event description:
A mannkind territory business manager (tbm) called in to report that she was in a healthcare practitioner (hcp) office and the office stated that they have a few patients where the device fell off their skin and they wanted to know if something changed on the device. The tbm provided the hcp office but stated that additional patient information could not be provided because there are multiple doctors in the office that prescribe v-go to multiple different patients. It was reported that no devices are available for return to the manufacturer for evaluation.